Event description:
It was reported that the patient underwent surgical intervention where the lead was explanted and replaced. The reason for surgical intervention is unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information was received stating surgical intervention took place due to the patient's pain evolved and due to the lead's location was experiencing ineffective therapy. The effective stimulation was restored post-op.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Manufacturer report number 3006705815-2024-08207 is no longer reportable as this is new pain and thus no longer reportable. No further reporting is required. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that patient's system was providing effective therapy for the original pain pattern (right back). Patient requested coverage of an area that is outside the original pain pattern. The coverage of the new pain pattern (left back) was not obtainable with the current lead placement, and it was noted there was no lead migration.